Manufacturer narrative:
One implant twist mp1 (1989) and healing screw/cap were reported. Only the healing cap was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted in the per was low bone density type iii. The devices were intended for tooth #13. Picture or x-ray images were not provided. DHR review for the lot (2019100610) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019100610) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Based on the available information, healing screw malfunction did not occur but implant malfunction could not be verified as it was not returned. Therefore, the reported event could not be verified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is user error implant not placed properly or improper techniques used during placement. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device not returned.

Event description:
It was reported that the implant healing screw (1501) was unable to seat into the implant (1989). Another healing cap/screw held at the dental office was placed instead. Tooth location 13. Healing screw is bundle with 1989 implant.